Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for complex regional pain syndrome type 1 and non-malignant pain it was reported that the patient's ins stopped working, and the battery went down. Follow-up was conducted with the patient. No patient complications/symptoms were reported.